Event description:
Pin the hinge of tapered micro grasper broke near the jaw, making the device inoperable. No report of part falling off or patient injury. If a part did fall in the patient, it might have required measures to remove it.